Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose (bg) was 546 mg/dl at time of report. Reportedly, bg was addressed with a bolus via the pump and the pump supplies were changed to address the issue.